Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic hartmann's pouch procedure. During the division of the rectosigmoid, the manual stapling handle would not fire. In order to resolve the issue and complete the case, another manual stapling handle was opened and used. There was no patient harm. The patient outcome is alive, no injury.